Manufacturer narrative:
Pt age/date of birth: this value is the average age of the ¿mutation carrier (mc)¿ cohort patients reported in the article as specific patients could not be identified. Pt sex: this value reflects the gender of the majority of the ¿mutation carrier (mc)¿ cohort patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Sayad, m., zouambia, m., chaouch, m., ferrat. F., nebbal, m., bendini, m., lesage, s., brice, a., errahmani, m.b., asselah, b. Greater improvement in lrrk2 g2019s patients undergoing subthalamic nucleus deep brain stimulation compared to non-mutation carriers. Bmc neuroscience. 2016. 17(1):6.10.1186/s12868-016-0240-4 summary: bilateral subthalamic nucleus deep brain stimulation (stn-dbs) of parkinson¿s disease (pd) patients has demonstrated to improve motor performance and to reduce dopa-induced dyskinesia. An association between the occurrence of dyskinesias and lrrk2 (leucine-rich repeat kinase 2) g2019s gene mutations has recently been suggested. The aim of this study is to discover the impact of the g2019s mutation (with high incidence in the authors¿ native algeria) on the symptom response of pd in patients who underwent stn-dbs. Reported event for mutation carrier (mc) patients: 1 patient who was a mutation carrier (mc) with bilateral deep brain stimulation of the subthalamic nucleus (stn-dbs) for parkinson's disease (pd) experienced a stimulator infection. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. Follow-up to the article¿s corresponding author has been requested for additional/missing event information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.